Manufacturer narrative:
Retainer ring = clear customer returned the insulin pump for an alleged audio anomaly and pump error 63 alarm found on (B)(6) 2021. The insulin pump passed the self test and displacement test. Successfully downloaded history files and traces using thus.¿ carelink upload was also successful. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms and pump error 63 alarm noted during the testing. The keypad overlay was removed to perform visual inspection and a broken trace on u1 keypad assembly was found. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on (B)(6) 2021 14:47:41.000 due to broken trace on u1 keypad assembly. The insulin pump was cut open to perform visual inspection and found corrosion the vibrator assembly. No corrosion or moisture damage found on the electronic assembly, force sensor and motor assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a broken belt clip rails. A cracked retainer was confirmed. Audio/vibrate anomaly not confirmed. Pump error 63 alarm confirmed. Pump error 63 alarm due to broken trace on u1 keypad assembly. During visual inspection, found corrosion the vibrator assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sound on the insulin pump was not working fine and the insulin pump had hardware low level failure pump error alarm at the time of self test. Customer was able to clear the alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.